Manufacturer narrative:
(B)(6). (B)(4) for the evaluation findings of stent wires damaged. A visual examination of the returned device revealed that the stent was fully mounted and no issues were noted with profile of the device. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. Therefore, the shaft was dissected proximal to the stent, and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. Additionally, there were no issues with the profile of the inner lumen. It was noticed that the distal stent wires were damaged. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis device was attempted to be implanted within the duodenum on (B)(6) 2011 during a stent placement procedure. According to the complainant, the patient has approximately 80% stenosis in the duodenum. Prior to the stent placement, the patient's anatomy was not dilated and no visible issues were noted to the device. During the procedure, the stent could not be deployed. The stent was removed from the patient fully constrained on the delivery catheter. Subsequently, outside the patient, the physician made a second attempt to deploy the stent; however, difficulties were encountered and the stent would not deploy. The physician competed the procedure with another wallstent enteral prosthesis device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the distal stent wires are damaged.